Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Additionally, the patient was experiencing twitching and diaphragmatic stimulation. Subsequently, the device was explanted and replaced with another manufactured device. No additional adverse patient effects were reported.